Event description:
During an anterior, posterior spot view of the pt's chest the technologist moved detector#1 in override mode to make contact with the pt's chest. Detector 1 continued to move slowly downward under the influence of gravity. There was contact made with the pt but no injury occurred and the technologist was able to remove the pt unharmed from under the detector.